Event description:
Patient had a bard 16 f foley catheter with a urine meter. The rn went to irrigate the catheter using the specimen port and upon flushing the catheter the rn noticed a leak. The closed system was leaking at the point the clear foley tubing (from the bag) connects to hard plastic piece with specimen port. This leak causes a closed system to become an open system and allow microorganisms to migrate into the patient. Increasing the patient's risk of a catheter associated urinary tract infection. Upon inspection of the catheter, the clear tubing of the catheter system was able to be disconnected essentially below the tamper resistant seal making this seal null and void.